Event description:
It was reported that during removing it from the package and placing it on the back table the tech was discarding the material and noticed puncture holes in the package. They removed the first device and when they observed the other two left they punctures also. They discarded one device but are returning the other two. They used a fourth device to complete the set up. No patient contact involvement was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): external cause. Analysis of the device returned with the separate tyvek lid revealed that the device tip had pierced the black cap that is an instrument subcomponent. Additionally, the sharp device tips had also pierced the tyvek of its package. The second package, with the sealed primary package, was analyzed and it was found that holes lined up with the holes in the first package when reviewed as the packages are packed in a sale unit configuration. Therefore, it is concluded that the impact occurred at the sales unit level. The carton was not returned for analysis.